Event description:
It was reported that patient presented in the ep lab for an ablation procedure and a pocket revision because patient felt the pocket was too big and moved around in the pocket. The device was explanted. The patient was reported to be stable.